Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the external charging connector is melted and the device has a noise of an internal part moving around. The device had no patient involvement as the device was receiving a daily check.